Event description:
Pt complains of painful left breast mound, left chest wall pain and diffuse myalgias and arthralgias grade ii capsular contracture. Magnetic resonance scan with a breast coil suggested left intracapsular rupture.

Manufacturer narrative:
B3 - event date provided is november 6, 1996. Co is unsure when pt began having problems; therefore, co is using "unknown" as the event date. D7 - no implant date was provided but report states pt had immediate reconstruction after a left mastectomy in 1981 so co is using that date as the implant date.